Event description:
It was reported that the cot dropped as it was being pulled out of the ambulance. Reportedly, there was only 1 emt unloading the cot and no one was watching to make sure that the safety hook caught before exiting the ambulance. It was reported that the safety hook was covered by "something", allegedly a surgical mask. The pt reported arm pain. Mr viera reported that no product problem was identified but that the safety hook was missed by the emt.